Manufacturer narrative:
This report corresponds with mfg report #3007284313-2019-00403. Joseph a.s., sandhu, b., khalil a., lopera j. Transjugular portosystemic shunt reductions: a retrospective single-center experience. J vasc interv radiol 2019; 30:876¿884 https://doi.org/10.1016/j.jvir.2019.01.031. (B)(4). The gore® viatorr® tips endoprosthesis instructions for use (IFU) note that adverse events may include liver failure.

Event description:
This information was received through literature article "transjugular portosystemic shunt reductions: a retrospective single-center experience" published online in the journal of vascular and interventional radiology 21 may 2019. This article reports the results of a single-institution retrospective review analysis between 2007 and 2017 on patients undergoing tips reduction for hepatic encephalopathy (he), acute liver failure (alf), and pulmonary hypertension (ph). The article further reports that alf, defined as a greater than 3-fold bilirubin and/or 2-fold international normalized ratio elevation with clinical symptoms, was the second most common indication for shunt reduction. Symptoms of alf occurred rapidly following initial tips creation with the average tips reduction occurring 5.4 days (range, 1-23) after initial tips. One patient received overlapping 8mm x 70mm and 8mm x 50mm gore® viatorr® tips endoprostheses. The patient developed alf within 30 days of implant and a parallel shunt reduction procedure was performed using a 6mm x 37mm visi-pro and an 8mm x 50mm gore® viatorr® tips endoprosthesis. There was improvement of alf.

Manufacturer narrative:
Corrected address for section e.1. Additionally, this report corresponds with manufacturer report number (B)(4).